Event description:
An egd was scheduled and during the procedure, the injection gold probe(cauterization & sclerotherapy needle) was not functioning properly. The procedure was stopped due to patient discomfort and inability to stop bleeding with equipment. The patient was given blood and rescheduled for a later time with mac. Another endoscope (therapeutic) was used and the procedure was completed without incident. The defective equipment was reported to the manufacturer.